Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. With the information provided, the actual root cause of a lack of adhesion between bone cement and metal cannot be definitively identified. (B)(4) has been undertaken to investigate attune postoperative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address loosening of tibial component. No adhesion between bone cement and metal. Infection is suspected. Inlay shows a considerable amount of wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 04 march 2016 -the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient had osteolysis on the medial tibial plateau around the stem of the tibial prosthesis. Also encountered was a pronounced foreign body synovitis with dirty grayish discoloration of the synovia. The polyethylene inlay was displaying a lamellar abrasion with roughening of the polyethylene surface. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 10 march 2016.